Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose level was 525 mg/dl. Customer administered a correction injection via mdi. Customer changed pump supplies to resolve issue and resume insulin. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer was not preforming the air removal step, tandem technical support informed customer that preforming the air removal step will remove any residual air from the cartridge.